Event description:
It was reported that the patient had spinal cord stimulator (scs) implant and he had shooting pain in the area of the implant for a few weeks prior to report. The patient had to replace the batteries in the patient programmer and then the patient was able to sync with the implant. The patient reported setting group c, p1 at 1.6 volts and therapy was off. The patient reported that he wanted to turn stimulation back on. The patient had not used stimulation for over a year. The patient reported that the implantable neurostimulator (ins) battery level was half colored and the ins was half full. Later it was reported that the patient experienced a shocking or jolting sensation at the ins location. The patient felt shocking at the pocket site in the back even when the ins was off. The manufacturing representative reported that the problem started 2 months prior to report. The manufacturing representative was going to try some programming options. The cause of the event was not determined. The patient was reprogrammed and doing well. It was unclear which of the patient¿s systems was causing the shocking sensation. See manufacturer report number 3004209178-2015-00675.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3387-40, lot# v000625, implanted: (B)(6) 2006, product type: lead; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension; product ID 3387-40, lot# v000625, implanted: (B)(6) 2006, product type: lead; product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator; product ID 37702, serial# (B)(4), product type: implantable neurostimulator; product ID 7426, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. (B)(4).